Event description:
It was reported that during a da vinci s surgical procedure, the surgeon observed smoke coming from the tip of the monopolar curved (mcs) scissors instrument during energy activation. When the surgeon inspected the instrument, a hole was found on the mcs tip cover accessory that was installed on the instrument. The tip cover was removed and replaced with a new tip cover. Two hours later, the same issue occurred. Since it was towards the end of the procedure, a new tip cover was not used. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Medwatch MFR report 2955842-2012-00298 was submitted for the other tip cover accessory used during the surgical procedure.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and holes burnt though the silicone. The silicone exhibits localized melting around the holes, indicative of arcing. The hole sizes range from .010 diameter to .050 long with varying shapes (round and oblong) and are located .035 to .165 above the silicone to sleeve interface. Multiple holes indicate multiple arcing events occurred. The tip cover also has various mechanical tears at the edge of one hole and in the general vicinity of the holes.